Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and it was determined that the reported condition of the t-handle breaking into two pieces, identified during service and evaluation was confirmed. It was determined that the most probable cause for the found defect was due to improper handling (excessive force or by dropping the device) by the user (user error). The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the pinnacle shell/liner impactor device was broken. During in-house engineering evaluation, it was observed that the t-handle was cracked. It was further determined that the device failed visual assessment because the t-handle was broken into two pieces. During the functional assessment, it was determined that the assessment could not be fully performed because the t-handle was broken, which was consistent with improper handling (user error). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.